Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was undamaged. Conclusions: evaluation of the returned pc400 revealed offset coil winds. If the device is advanced against resistance, damage such as offset coil winds may occur. Further evaluation revealed coagulated blood along the embolization coil and within the introducer sheath. This may have also contributed to the resistance experienced during the procedure. Evaluation of the returned px slim revealed an undamaged device. During functional testing, the pc400 was able to advance through the returned px slim with resistance. The root cause of the initial resistance experienced during the procedure could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00593.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00593.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra coil 400s (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, while advancing a pc400 through the px slim, the physician experienced resistance and subsequently, the pc400 would not advance beyond the mid shaft of the px slim. The pc400 and px slim were then removed, and the procedure was completed using a new pc400 and a new px slim. There was no report of an adverse effect to the patient.